Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of claudication and stenosis are listed in the supera instructions for use as known patient effects of peripheral stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the patient had a supera stent implanted in the superficial femoral artery on (B)(6) 2017. Re-stenosis was confirmed via angiography on (B)(6) 2017. Patient was experiencing claudication when restenosis was discovered. Laser atherectomy and percutaneous transluminal angioplasty was provided and the patient was re-vascularized with the superficial femoral artery patent. No additional information was provided.